Manufacturer narrative:
B1 product problem was omitted in the initial report. D10: the companion sheath has been added as a concomitant medical product.

Manufacturer narrative:
D10: the companion sheath has been added as a concomitant medical product.

Event description:
Impella cp was inserted via the right femoral artery in an 89-year-old male patient for protected percutaneous coronary intervention (ppci). The patient¿s comorbidities and clinical state prior to support were not reported. Impella cp placement was performed via right femoral artery access in accordance with best practice recommendations. Due to tortuous vasculature, single access was obtained and a 7 french companion sheath was inserted through the 14 french impella sheath. Following insertion of guide and coronary wires, pulsatile bleeding was observed originating from the 14 french sheath between the orange diaphragm and white wing on the lateral side. In response, the physician removed the companion sheath, after which the bleeding resolved. The physician subsequently elected to obtain left femoral artery access to complete the pci procedure. No additional intervention, hemodynamic compromise, transfusion requirement, or device performance issue was reported. Based on the available information, the reported bleeding resolved upon removal of the companion sheath and is most consistent with a procedure/access-related event occurring during complex vascular access in the setting of tortuous anatomy. There was no reported evidence of impella cp malfunction, and the device functioned as intended. The patient subsequently expired; however, the death is most likely attributable to the patient¿s underlying clinical condition. Due to the inability to conclusively dissociate the device from the patient outcome, the death is conservatively being reported on the impella cp.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.